Manufacturer narrative:
After battery installation device gave an unexpected solid white or blank display with unexpected horizontal lines on display due to cracked or broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display, frozen screen or keypad anomaly due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump does not work after customer fell on the it. The customer¿s blood glucose was 64 mg/dl at the time of incident and declined troubleshooting for low blood glucose. Customer¿s parent stated that the insulin pump was not able to perform self test due to lines on the screen. Customer's parent also reported that the insulin pump buttons were unresponsive and had a frozen display. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.